Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call inquiring the carelink software. Customer's blood glucose was 432 mg/dl. Customer was unable to perform the high pressure test at time of call. After troubleshooting, customer will not be returning the device for analysis.